Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the doctor used absorbable clips to ligate, which could not be closed after being installed. After replacing it with a new absorbable clip immediately, it was closed and ligated smoothly. There was no patient injury.